Manufacturer narrative:
During the inspection by a baxter field service technician, it was confirmed that the table will not move on any functions with keypad or remote. The cause of the issue was traced to a defective motor and communication controller board. Due to the failure of the controller boards, the table could no longer be operated with the remote control or the column keypad. After replacement of the affected parts the device was working as intended. Due to the age of the surgical table, an age-related failure of the circuit board is conceivable. Based on this, no further actions are necessary.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that or table trusystem 7000 u was not moving with any functions with keypad or remote. No harm or significant impact to the surgical procedure was reported.